Event description:
The customer reported that the device would not power on intermittently. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device would not power on intermittently. There was no report of pt impact or involvement. Philips evaluated the device and replaced the control pca and therapy knob to resolve the issue.